Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was "frozen" and the customer was unable to clear it. Tandem technical support (cts) assisted the customer with clearing the screen. Blood glucose level was 100 mg/dl.